Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: a lens work order search was performed. One similar complaint type events found within the associated lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -5.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. In the reporter opinion the cause of this event was the device " icl was too long despite staar sizing recommendation. For status of the eye (signs/symptoms) "healing well" was reported.